Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/15/2020. Additional h6 component code: g07002 - device returned. Additional information: h6. A manufacturing record evaluation was performed for the finished device lot number ak0732 ,and no non conformances / manufacturing irregularities were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested but unavailable: the patient demographic info: weight, bmi at the time of index procedure? Please clarify the body part/location of trauma on which the ¿trauma surgery¿ was performed? On what tissue was the suture placed? What was the tissue condition (normal or thin, calcified, fragile, diseased) at the time of index surgery? Does the patient have known allergic history to medical device, food or medications? Did the operating surgeon observe any suture deficiency or anomaly before, during or after suture placement or during any re-operation? Describe the manifestation of reaction and location? Was there any allergy testing performed? If yes, results? What was used to re-suture the patient? Other relevant patient history/concomitant medications? What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status?

Event description:
It was reported that the patient was in the hospital for a knife cut on (B)(6) 2020 and after debridement suture was used. About 3 hours later, the patient complained of itching at the wound. The doctor judged that it might be caused by the suture. The surgeon removed the suture and replaced the suture from a different batch number. The patient was advised to take chlorphenamine maleate tablets for 8 mg, which improved the next day. No additional information was provided.